Manufacturer narrative:
The insulin pump was received with unresponsive act and escape buttons due to flattened dome. The keypad connector was inspected and no anomalies were noted. The pump was received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 180 mg/dl. The customer stated that the buttons on the pump are sticking when she tried to bolus. The customer stated that the act, up and down buttons are not working properly. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.